Event description:
It was reported that during a labral repair procedure using a speedlock implant with inserter handle, the implant would not detach from the inserter. When attempting to remove the implant with the hammer, the distal end of the implant broke off and now remains in the bone. It was necessary to drill a new bone hole to complete the procedure. There was no significant delays or other pt complications reported as a result of this event.